Manufacturer narrative:
Additional information received on 12 october 2016 and includes: the surgeon revised all medacta hardware as planned on (B)(6) 2016. The surgeon implanted an antibiotic spacer. The surgeon plans to revise with another company's product in 6-8 weeks. Additional information received on 17 october 2016 and includes: the wound culture is positive for staphilococcus aureus. The deep tissue culture is positive for pseudomonas. On 21 2016 the medical affairs performed a clinical evaluation and commented as follows: late infection in cementless tha, 3 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 31 october 2016. Lot 130676: (B)(4) items manufactured and released on 15 may 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code 01.29.201, lot. 125617 (k112115) (B)(4) items manufactured and released on 07 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 54, code 01.26.54mb, lot. 130120 (k083116) (B)(4) (B)(6) items manufactured and released on 18 april 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner diam 54/28, code 01.26.2854mhc, lot. 130735 (k092265) (B)(4) items manufactured and released on 22 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to signs of infection. The surgeon planned to revise all hardware and implant an antibiotic spacer.